Event description:
No new information.

Manufacturer narrative:
An event regarding abnormal ion level involving an unknown rejuvenate modular device was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: could not be performed as lot# is not provided. -complaint history review:could not be performed as lot# is not provided. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall. No further investigation is required.

Event description:
The following information was provided: it was reported through the filing of a lawsuit that allegedly on (B)(6) 2011 the patient underwent left total hip arthroplasty and was implanted with a rejuvenate modular stem that was revised on (B)(6) 2025. It is further alleged that the patient suffered injuries as a result of implantation and explantation of the device at issue, device recall, and excessive levels of chromium and cobalt in her blood.